Event description:
Customer alleges discrepant results with meter compared to lab: date (B)(6) 2011, inratio 1.7, lab 4.5. Results done within 3 hours of each other. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.